Event description:
Per medwatch 450651-2000-4: "quick combo physiocontrol patches posterior (back area) and midsternal per policy and procedure at time of elective cardioversion @ 200 joules a spark was seen at base of patch.